Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that venotomy closure of a common femoral vein was completed successfully on (B)(6) 2021, using a proglide device with an 8.5f sheath after an interventional ablation procedure. Reportedly, on (B)(6) 2021, the patient presented with an infection at the access site where the proglide had been used. Surgery was performed to treat the infection (washing and debridement; cutting and removing the infected hematoma located just above the common femoral vein where the proglide had been deployed; removal of the proglide suture) and medication was also given to treat the infection. The infection resolved. The patient required additional hospitalization. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of infection and hematoma are listed in the electronic proglide instructions for use (eifu) as potential adverse events of use of the device. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.